Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During a in clinic follow up, a decrease in r-wave sensing was reported on the right ventricular (rv) lead. Diagnostic imaging confirmed dislodgement of the rv lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in two pieces. Visual inspection of the lead did not reveal any anomalies except for damages consistent with procedure damage. After the helix was cleaned, it could be extended and retracted by applying torque directly to the inner coil. The helix extension length was measured to be within product specification. The reported event of a decrease r-wave amplitude was not confirmed. Electrical testing revealed no indication of conductor fractures or internal shorts.